Event description:
Related manufacturer report number: 3006705815-2022-14224. It was reported that the patient experienced stimulation in the wrong location due to lead migration. The issue was confirmed through x-ray diagnostics. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
Event date is an estimate.

Event description:
Additional information received indicates the patient¿s scs system was explanted on (B)(6)2022.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.